Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a driveline infection. The patient was afebrile with white blood cell count 8.33. The patient was started on vanomycin and piperacillin-tazobactam on admission. Culture from driveline site was (B)(6) for (B)(6). A CT scan showed some subcutaneous fat stranding and thickening along the exiting driveline in the right upper quadrant with a possible small associated fluid component that could be related to the infection along the exiting driveline. Debridement surgery was performed with incision and drainage. The patient also reported a "biting" sensation when picking up the controller. No visible tears in the driveline and no alarms. The controller was exchanged and the patient had no further issues with "biting" sensations.